Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional h6 patient codes: 2422, 1994, 2061, 2597, 3189 - surgical intervention. Additional information: a1, a2, b7, d1, d2, d4. Additional b5 narrative: it was reported that the patient underwent partial mesh removal on (B)(6) 2019, due to recurrent ventral hernia, adhesions, obstruction, erosion, scarring, bleeding and pain.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.